Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the very tortuous distal portion of the right coronary artery. A 4.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. After many attempts, the device was removed and the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the very tortuous distal portion of the right coronary artery. A 4.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. After many attempts, the device was removed and the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. A synergy ous mr 4.00 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on mid-section struts and on the fifth distal strut row. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.